Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that the issue was with the left muscle in the knee on the back of the leg was swelling and hurting all the way down the leg to foot and was not in their elbows. The patient also stated one of the fingers on the right hand; they could hardly walk and could only lay in beg for so long and had to stay in the chair. They could not raise their arm up since they got implant. The patient also stated it sounded like they had cold but did not. Their voice was different since implant. The patient further indicated they had a health profile test with blood pressure/diabetes and nothing was there. They were in pain all the time. They went to urgent care and got a steroid shot in the buttocks. They also got a weeks¿ worth of medrol pack that lasted 10 days. The patient stated it helped for a while then went back to before. She went to urgent care two different times but the time she could see was (B)(6) 2016 and in (B)(6) sometime. They did a steroid in the knee not the buttocks. The patient further stated that she had a date for explant. They did x-rays on her knees, taken anti-inflammatory drugs nothing helped. The patient stated they never had this and the doctor was going to take out the device on the (B)(6). The patient stated her nerves were all affected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.